Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit, the fse (field service engineer) stated that the source of the leak was the gas regulator. Fse (field service engineer) replaced the gas regulator, performed all required calibrations, and final tests. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported smell of gas occurred during the surgery. Surgery was completed on the same day without any patient harm.